Event description:
Information received by medtronic indicated that the customer gets an occlusion alarm only during the bolus. The customer's blood glucose level was 288 mg/dl at the time of the incident. Partial troubleshooting was performed. It was unknown whether the auto mode feature was performed or not at the time of the incident. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.